Manufacturer narrative:
Lvad pump hw24521 was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed 42 high watt alarms were logged since (B)(6) 2016 confirming the reported event. A steady rise in power consumption was observed to a peak of 5.1 watts on (B)(6) 2016, above the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Though the root cause of the reported event cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient was admitted with high watts alarms, hematuria and complaints of shortness of breath. The plan was to upgrade the patient to 1a status and if there is no heart available to do a pump exchange. On (B)(6) 2016 tissue plasminogen activator (tpa) dose on (B)(6): 3mg bolus + 1 mg/hr for 4 hrs = 7mg total; the power returned to patient baseline of 3.0 watts. On (B)(6) 2016 ldh and the power started to trend upward with dark urine. On (B)(6) tpa 3mg push followed by 1mg/hr for 7hr. Patient experienced stroke like symptoms with blurry vision, slurred speech, which has resolved so ruled a tia. The power, flow and ldh started to increase; the patient was on heparin drip only. It was reported that the patient would be transplanted on (B)(6) 2016 and the pump would be returned. No additional information provided.